Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp, but was returned to olympus europe (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for unspecified bacteria (1kbe), but the testing result cleared germany guideline. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for following bacteria. The biopsy channel: enterobacteriaceae, and pseudomonas aeruginosa. The suction channel: enterobacteriaceae, and pseudomonas aeruginosa. The number of the microbes was not reported. There was no report of patient infection associated with this report.